Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt platform (sn (B)(6)) does not deliver consistent compressions was confirmed during the functional testing. The root cause of the reported complaint was that the main board switch was set to ev mode. The archive data indicated no significant discrepancies. The autopulse nxt platform passed preliminary functional testing; however, upon internal inspection, the root cause of the reported complaint was determined to be the main board switch being set to ev mode. In this mode, even the platform was placed in the continuous compression mode. The platform will emit a beep after 6, 7, and 8 compressions, followed by a pause before continuing with the next set of 8 compressions. The board switch was reset to the service mode to address the reported complaint. The platform was tested using the mztf until the battery was completely discharged, with no faults or errors detected. Both the 30:2 and continuous modes function correctly according to the specifications.

Event description:
The customer reported an out-of-the-box failure of their autopulse nxt platform (sn (B)(6)) during its initial use on a patient. According to the reporter, the autopulse is not functioning correctly, and the device is not delivering consistent compressions. When the autopulse nxt platform was placed in continuous compression mode, it did not function as intended. Instead of delivering uninterrupted compressions with a single audible beep every six seconds to cue ventilation, the device skips a compression every six seconds and beeps several times, similar to what it does in 30:2 mode at compressions 28, 29, and 30. This indicates that the board is mistakenly applying the 30:2 algorithm while in continuous mode. As a result, the device both misses compressions and emits improper beeps. Manual CPR was performed for the rest of the call. There were no adverse effects on the patient during the call; the patient achieved rosc in the field.